Manufacturer narrative:
H.10: the device has been requested for further investigation in livanova deutschland. Results revealed that the issue could be confirmed. The fault was addressed back to a defective microcontroller on a board. The board was replaced and the issue disappeared. The reason for the board defect remains unknown. Microcontroller pin oxidation may have led to the reported issue.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 erc tubing clamp / 620 mm. The incident occurred in (B)(6). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 erc tubing clamp / 620 mm triggered an error message after priming. The power was rebooted but this did not solve the problem. The next day the issue disappeared. There was no report of patient injury.